Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The data set and event logs have been received. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Biomed requested an event log review for an infusion that finished early. The event details are as follows: intralipids were infusing to a pt in the nicu at (B)(6). The syringe finished approx 8 hours early. The intended programming was for 0.2ml/hour. Total volume to be infused was 4.8ml in 24 hours. They are requesting a log review for the period of (B)(6) 2012 4:00pm to (B)(6) 2012 7:30pm. They also want to know if the infusion was run in guardrails or as a basic infusion. Customer states that no further pt or event info is available.